Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect for gen.2 result for two patient samples. Of the data provided, only the results for one patient were a reportable malfunction. The initial result was 117 mmol/l with a data flag and was reported outside of the laboratory. The floor called and questioned the result as this result did not check with the patient¿s previous result. The laboratory repeated the sample and the result was 131 mmol/l and was believed to be correct. The patient was not treated based on the wrong result. There was no adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found a problem with the internal standard bath which caused the sipper to draw air. He replaced the internal standard bath and ran calibration and qc which passed.